Manufacturer narrative:
New information (22-jul-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated vancomycin result. Hsc had requested patient samples to be returned to siemens for testing, but the customer no longer had the samples available. Siemens evaluated the manufacturing batch and quality control records for the vancomycin lot and all data was within specifications. No similar events had been seen in an evaluation of complaint records from 01-aug-2019 to 14-jul-2020 to rule out any systemic product problem. The event is isolated to this one patient. No instrument issues were reported. Quality control was within range and no issues were noted with other patient samples indicating that the instrument and reagent were performing acceptably. Based on the results of the investigation no potential product issue has been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Original MDR 2517506-2020-00188 was filed 25-jun-2020. MDR 2517506-2020-00189 was filed for the same event. MDR supplement 2517506-2020-00189 supplement 1 was filed for the same event.

Manufacturer narrative:
MDR 2517506-2020-00189 was filed for the same event. (Same patient). Beckman coulter, the distributor of the siemens healthcare diagnostics emit 2000 vancomycin assay, contacted siemens and reported that an elevated vancomycin result obtained on the beckman au5800 system was questioned as discordant by their customer. Siemens is investigating the event.

Event description:
An elevated emit 200 vancomycin result, considered by the physician to be discordant, was obtained on a patient sample on a beckman au5800 system. The result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same system and elevated results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the vancomycin results which were regarded as discordant.